Manufacturer narrative:
The guide wire was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4). Discarded by facility.

Event description:
It was reported that during an orbital atherectomy procedure, a spiral dissection occurred while advancing a csi viperwire guide wire into the patient. The target lesion was 8mm in length, 98% stenotic and was located in the proximal left anterior descending (lad) artery. The physician used a runthrough guide wire and a whisper guide to initially cross lesion. A 1.5mm balloon was used to exchange the whisper guide wire for the viperwire guide wire. The viperwire was advanced across the lesion, but before a csi orbital atherectomy device (oad) could be loaded onto it, the physician noted a dissection extending from the mid-lad artery into the diagonal artery. The patient status remained stable and was transported to the operating room for a coronary artery bypass graft.